Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an unruptured saccular large wide-necked right cavernous carotid aneurysm, the physician reported that 2 pipeline flex devices did not open properly. The patient's anatomy was moderate to severely tortuous. The delivery of the pipeline flex device was uneventful. During deployment, the first device did not open distally (MDR# 2029214-2015-00599). The physician tried to resheath the device twice but it still did not open distally. The physician decided to remove the pipeline flex and microcatheter as one system. A second pipeline flex with same diameter was delivered uneventfully. During delivery, the distal opened but the middle device would not open (MDR# 2029214-2015-00600). The physician tried to resheath the device twice but it still did not open in the middle. So the physician removed the device with the microcatheter. The third pipeline with a smaller diameter was chosen and was delivered and deployed successfully. Angiography post procedure showed slow flow. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. Same event as reported in MDR# 2029214-2015-00600.